Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A center director reported a patient with suspected ectasia post lasik in the right eye. Patient notes blurry vision, halo, glare and headaches. Patient notes that it feels like they are going blind and that glasses don't help. Patient was referred to a cornea specialist.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).